Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The main housing was not returned for evaluation. The device was visually evaluated. Upon evaluation, the motor drive unit end of the drive cable was found to be in unraveled condition. Due to this condition, none of the functional tests could be performed.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade of the device had difficulty rotating. The device was connected to the motor drive properly. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.